Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated impedance was observed on the right ventricular (rv) lead. Technical support was contacted and suggested that the set screw had not been sufficiently tightened. Revision surgery was performed to tighten the screw, which resolved the issue. The patient's condition was stable.